Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00 x 16 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent was detached from the delivery balloon while removing the stent protector off. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.